Manufacturer narrative:
(B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that romidepsin infusion was started at 0856 and programmed to infuse over 4 hours. However, instead of ending at 1256, the infusion ended at 1344. There was patient involvement but no patient harm.